Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device/ to the isthmic poortion of the left fallopian tube") and perforation ("perforation of the essure device") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's concurrent conditions included pyelonephritis, hypokalemia, bacterial vaginosis, discomfort and nauseous. In 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation and perforation (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety"), pelvic pain ("chronic pelvic pain"), migraine ("migraines"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), uterine pain ("uterine pain"), abdominal pain lower ("lower abdominal pain / cramping") and complication of device insertion ("trouble inserting coil into left fallopian tube"). The patient was treated with surgery (on 16-jan-2012, underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the device dislocation, anxiety, perforation, migraine, menorrhagia, vaginal haemorrhage, uterine pain and complication of device insertion outcome was unknown and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, complication of device insertion, device dislocation, menorrhagia, migraine, pelvic pain, perforation, uterine pain and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, anxiety, abdominal pain lower and trouble inserting coil into left fallopian tube and essure confirmation test(s) not conducted were added. Reporter, patient demographic information updated. Product stop date added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") and perforation ("perforation of the essure device") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required) and migraine ("migraines"). The patient was treated with surgery (on (B)(6) 2012, underwent a pelvic surgery to try and alleviate the symptoms) and surgery (on (B)(6) 2012, underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the device dislocation, perforation and migraine outcome was unknown. The reporter considered device dislocation, migraine and perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.